Manufacturer narrative:
Article citation: mohamed et al. Posterior fixation without debridement for vertebral body osteomyelitis and discitis. Neurosurg focus 37 (2):e6, 2014. Patient: mean age 59 yrs; 80% male, 20% female. Implant: between 2007 and 2011. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that fifteen consecutive patients were treated surgically between 2007 and 2011. All patients had osteomyelitis and discitis and were treated postoperatively with intravenous antibiotics for at least 6 weeks. The indications for surgery were failed medical management, progressive deformity with ongoing persistent spinal infection, or neurological deficit. Patient case no. 8 had history of 1 mo IV antibiotics. The patient underwent surgery for mrsa discitis/osteomyelitis, epidural abscess, progressive neurological deficit, failure of prior therapy at t9-t10. Surgery included 2 levels of fixation above and 2 levels of fixation below the infected site. Allograft and rhbmp-2/acs were used. At an unknown time post-op the patient developed an epidural hematoma and worsened neurological deficit.